Event description:
It was reported that the patient experienced as sudden return of tremor and bradykinesia two weeks prior to the date of this report. The patient's battery voltage increased from 3.74 to 3.8 and 3.9v. The battery voltage creep was attributed to "doubler point 3.6v". A second measurement at 1.5v at auto impedance default settings resulted in a battery voltage reading of 3.72v. Palpation of the device at the implantable neurostimulator/extension connection resulted in a change in therapy. The patient underwent reprogramming. Settings of c+ 2- gave some tremor control but not bradykinesia relief. C=/1- was not effective. The c+ 2- setting was used. Additional information received reported that the patient underwent a device replacement to address variable impedance readings (c/0 864 16ua, c/1 and c/3 769 and 18ua, c/2 769 18ua. 0/1 923, 0/2 1173/0/3 1284, 1/2 834, 1/3 1099, 2/3 839) and a disrupted clinical effect. A poor connection at the implantable neurostimulator site was considered as the cause for the variable impedances and loss of therapeutic effect. The patient was reported as doing better.